Manufacturer narrative:
The customer's allegation was confirmed. Based on the results of the following investigation, the image sensor unit was damaged, which may have led to the occurrence of the event. As to the cause of the damage, since there was a dent on the distal end of the scope (c-cover), it was considered that the damage may have occurred due to external stress from the distal end of the scope being hit or dropped, or due to irregular stress being applied to the bending section. However, a definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device should be handled in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had no image. The issue occurred during reprocessing with no reports of patient harm or involvement.